Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had high blood glucose of 481 mg/dl. Customer's symptoms included blurry vision, nausea, and his legs hurting. Troubleshooting was performed. The drive support cap appeared normal. Insulin exited tubing during a manual prime and no leaks or air bubbles were found. The status screen of the insulin pump showed 0 units of insulin remaining, whereas there were 120 units in the reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.